Event description:
It was reported that the patient was hit on the head, which caused a dysfunction of the lead. There was no patient injury. The lead was explanted and replaced, and it was reported that there was no patient complications.

Manufacturer narrative:
(B)(4). Lead: model 3387-28, lot# unknown, implanted: 2006, explanted: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of lead model 3387-28 lot# unk showed no significant anomalies. Continuity was acceptable and no short circuits were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.